Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125582, medical device expiration date: 2023-12-03, device manufacture date: 2020-12-03, medical device lot #: 20125524, medical device expiration date: 2023-12-03, device manufacture date: 2020-12-03. Investigation summary: four 20039e7d samples from lot 20125582 were received in open packaging for investigation of complaint (B)(4). Two of the samples were received connected to bd syringes; one bd posiflush sp syringe and one bd 3ml syringe for single use; fluid was present in both syringes. The customer feedback indicates that the complaint sample was also from lot 20125524. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock and the returned syringes to the 20039e7d samples; the piston of two of the returned samples were initially closed when connected to a retained 50ml bd plastipak syringe from stock, however after applying pressure to the syringe, the piston opened and no further occlusion was identified. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of the smartsite. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However, please note two of the returned samples were identified to not be occluded, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the occlusions. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the production records for lot 20125582 and 20125524 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following the investigation into occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite; therefore future reports of this nature should be reduced in future. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d product in the past 12 months.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged. The following information was provided by the initial reporter: unable to prime the extension set with fluid. Difficulty as large amounts of resistance therefore unable to use set.